Event description:
Caller reported that the insulin gauge displayed an amount different from expected, specifically a fill estimate discrepancy while using the pump. Blood glucose level was not adversely impacted. With assistance from technical support, caller reloaded the same cartridge and delivered a 10.2 unit bolus, which resolved the issue as the difference between displayed and expected values was corrected.